Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that an endostat iii rf generator was used during a colonoscopy with polypectomy procedure on (B)(6) 2013. According to the complainant, the patient was undergoing a routine colonoscopy that was 15 months overdue. The scope was advanced into the transverse colon, where many large polyps were noted. The physician observed that some of the polyps would require surgical removal due to their large size, but he decided to try to remove some of the smaller polyps with a sensation snare. When the physician was attempting to remove a 2 cm polyp, the endostat generator was running on a higher, ¿hot¿ setting, and the nurse was instructed to adjust the output to a lower, ¿colder¿ setting. However, the snare was not getting enough cautery and the polyp could not be removed. Squirting blood was observed at this time. The physician attempted to ablate the area using the generator¿s ¿blend¿ mode to resolve the bleed, but the patient sustained a perforation of his colon. The procedure was aborted and the patient was admitted to surgery, where the perforation was treated and the remaining polyps (including the target polyp) were removed. The patient's condition after the surgery was reported to be stable. It was suspected that the generator was performing as if set to the ¿cut¿ mode even though it was set to the ¿blend¿ mode; however, the biomedical endineer at the site tested the unit following this event and found no issues.

Manufacturer narrative:
It was reported the patient is over 18 years. (B)(4). According to the complainant, the suspect device has been retained and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.